Manufacturer narrative:
A lot order search was performed on the cartridge and there were no similar complaints found.

Event description:
It was reported that the cartridge is too narrow or tight after loading the lens and the lens was torn while advancing during surgery. No patient contact.